Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of unspecified injury in a male, pt, who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip, the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(4) 2010 via medical records. On (B)(6) 2004, the pt reported having been affected with congenital, chronic, spinal stenosis for which she has had multiple surgeries. According to a physical impairment/disability report on (B)(6) 2005, the pt had experienced a neuropathy, sensory loss, and paresthesias. According to an oncology note dated (B)(6) 2006, the pt had b12 and folic deficiency. The pt was subsequently started on b12 injections. The pt described a history of progressive numbness in her hands and feet which started in (B)(6) 2005, with numbness in her toes and by (B)(6) 2005, the numbness was above her knees and involving her hands. The pt saw a neurologist who performed electromyography and nerve conduction studies in the (B)(6) 2005, but had seen no other neurologist since. By (B)(6) 2005, the pt was requiring a cane to walk and by (B)(6) 2005 she needed a walker and for the last 3 or 4 weeks, she had been in a wheelchair. The physician reported that the pt's numbness and weakness was not related to her myelodysplasia. The pt had a sensory level at approx t6. The pt had a history of an spastic bladder requiring self-catheterization for 7 to 8 years and some type of a spinal cord abnormality as a child requiring surgery ten to 12 years ago. According to the physician, that still did not explain her marked motor/sensory abnormalities. On (B)(6) 2006, the pt was hospitalized for a neurologic eval. One physician felt that the pt's ascending myelopathy was related to her tethered cord. The pt had worsening of the neurologic symptoms with increased leg weakness and more numbness of her chest (up to her neck) and her arms. She was able to hold her weight enough to transfer but otherwise was totally wheelchair bound. On (B)(6) 2006, it was noted that the pt had been seen by neurosurgeons who did not believe the pt's weakness was related to the tethered cord. On (B)(6) 2006, the pt was seen for progressive balance and sensory deficits diagnosed as dorsal column syndrome (as evidenced by a magnetic resonance imaging scan) secondary to copper deficiency. The pt was hospitalized on (B)(6) 2006 for copper infusion and further workup. The pt had been wheelchair-dependent for ambulation since (B)(6) 2006. The pt completed her copper infusions and...